Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that, while still in the box, the implantable cardiac monitor (icm) was not able to perform electrocardiogram (ECG) mapping. The device was not implanted. No patient complications have been reported as a result of this event.